Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the self-adhesive at the patient's infusion set had been wet with insulin on several occasions using the same lot of product. The patient thinks the infusion set is leaking somewhere between the infusion tubing and the cannula. As a result, her blood glucose level has been elevated to 370-400 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The complaint describing a leaky on the cannula cannot be verified, the cannulas meet product specifications. The problem mentioned by the customer could not be reproduced.